Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thyroidectomy - "dr. (B)(6) performed a thyroidectomy using the voyant fine fusion hand piece. During the procedure, there was 27 activations of energy on the thyroid tissue/vessels. When dr. (B)(6) was sealing and transecting the upper superior poles of the thyroid vessels/tissue sticking of the jaws occurred on the vessels/tissue. Applied representatives instructed the staff to clean the jaws (steam clean and wipe the jaws with a wet lap sponge) but sticking still occurred for remainder of the procedure. Actual event sample (hand piece and device key) were kept for return and observation." Patient status - "n/a".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon visual inspection, engineering observed some eschar buildup in the blade channel of the device. During functional testing, engineering was able to replicate the sticking observed during the event by activating the device on porcine renal mesentery tissue and vessels. Upon further inspection, engineering found that the front conductive stop sunk. This occurrence led to an insufficient gap between the jaws, which can result in increased tissue adherence. Clinical factors, such as procedure or tissue type, can also contribute to tissue adherence with electrosurgical devices. The root cause of the event is due to the sinking of the front conductive stop. Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions, where applicable, to mitigate this type of event. Applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.